Event description:
The guide wire fractured in the right iliac. A wall stent was deployed to adhere the guide wire piece into the vessel; however, a piece is still lodged in the pt. No pt effect was reported.